Event description:
The customer's mother called to report that her son's bgs remained consistently high (336-443 mg/dl) over a ten hour period after activating a new pod. Multiple correction boluses and a manual insulin injection were administered, but all were ineffective at lowering his levels. There was no report of an alarm or any other product issue. The pod was removed and replaced and will be returned for evaluation.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism had not fired due to a manufacturing error. The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.